Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for device follow-up. Upon interrogation, the device was post-sensed t-wave oversensing on the ventricular lead. There were no programming changes made to the device. The patient will be monitored.